Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead was found to be operating in safety mode. A temporary wire was placed to support the patient during procedure since the patient was dependent. During the procedure, the chest pocket was opened, and the pacemaker and rv lead was found to be twisted. A decision was made to replace the pacemaker and the rv lead together. Rv lead was surgically abandoned, and a new rv lead and pacemaker was successfully implanted with no additional adverse patient effects. The device is expected to be returned.

Manufacturer narrative:
The complaint device was not returned to boston scientific; product analysis could not be performed. Product record reviews did not identify a product quality issue. Analysis of available information did not identify a specific complaint cause.

Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead was found to be operating in safety mode. A temporary wire was placed to support the patient during procedure since the patient was dependent. During the procedure, the chest pocket was opened, and the pacemaker and rv lead was found to be twisted. A decision was made to replace the pacemaker and the rv lead together. Rv lead was surgically abandoned, and a new rv lead and pacemaker was successfully implanted with no additional adverse patient effects. The device is expected to be returned.